Manufacturer narrative:
Concomitant medical products: 419688 lead, implant date: (B)(6) 2012; dtba1d1 crt-d, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing leading to possible premature termination of episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.